Event description:
On (B)(6) 2025 a right heart catheterization was performed to check the sensor accuracy as well as potentially implant a second sensor. Ultimately a second sensor was successfully implanted during the procedure.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.